Manufacturer narrative:
(B)(4). Field advisory: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported experiencing pain at the ipg site. As a result, surgical intervention was undertaken approximately 3 weeks ago (date of surgery unknown) during which time the entire system was explanted.